Manufacturer narrative:
H3: examination of the valve in co's laboratory revealed calcification through-out each cusp which resulted in stenosis of the effective orifice area and multiple disruptions, including detachment of the right and noncoronary cusps, as well as incomplete coaptation. Host tissue overgrowth encroached onto each cusp, contributing to stenosis of the valve; x-ray analysis revealed calcification within the aortic wall and belly of each cusp. Additionally, calcification was noted in the free margins of the right and noncoronary cusps. Stent distortion was noted which appeared artifacture of explant. The primary cause for dysfunction of this valve was due to calcification. These findings would account for the symptoms noted clinically. H6: 86 = x-ray analysis.

Event description:
This event was reported as shortness of breath. No further info provided.